Event description:
It was reported that patient underwent a hernia repair procedure on an unknown date and mesh was implanted. The patient developed a recurrent hernia which required a surgical repair. Additional information requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.